Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 132 mg/dl. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, and motor test. The device was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device had cracked reservoir tube lip and scratches on reservoir tube window.